Event description:
According to the available information, a patient with erectile dysfunction of unknown etiology received an inflatable penile prosthesis implant on (B)(6) 2023. He sought medical attention on (B)(6) 2023 reporting that his implant had stopped inflating, making it impossible to achieve a full erection. The patient underwent an MRI scan, which found that all components were regularly positioned and the reservoir volume was below the normal level. The physician decided to review the prosthesis on (B)(6) 2023. A leak in the system was found and all components were replaced. The cause of the leak was not reported. The new prosthesis is currently functional and the patient is satisfied. No harm to the patient was reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation was noted on the inlet tube if the pump. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 1 or cylinder 2. A group of striations, indicating contact with unshod instrumentation, was noted on the strain relief of the reservoir. This is a site of leakage. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the inlet tube near the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the strain relief of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, a patient with erectile dysfunction of unknown etiology received an inflatable penile prosthesis implant on (B)(6) 2023. He sought medical attention on (B)(6) 2023 reporting that his implant had stopped inflating, making it impossible to achieve a full erection. The patient underwent an MRI scan, which found that all components were regularly positioned and the reservoir volume was below the normal level. The physician decided to review the prosthesis on (B)(6) 2023. A leak in the system was found and all components were replaced. The cause of the leak was not reported. The new prosthesis is currently functional and the patient is satisfied. No harm to the patient was reported.